Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "few cyst."

Event description:
Explanting physician reported "an intracapsular rupture" and "few cyst". Healthcare professional additionally reported "small nodule"; this event is not related to the device. Device status is unknown. This record relates to the right side.